Event description:
Patient was brought for an elective laa [left atrial appendage] occlusion device. Transseptal puncture performed. Transseptal sheath exchanged for device sheath. Device sheath uses a device called a copilot bleedback control valve. The copilot bleedback control valve was found to be defective. When blood was drawn back, the bleedback valve introduced air to the device sheath, which ultimately delivered air to the left atrium, which brought air to the coronary arteries. Troubleshooting maneuvers were performed, and st elevation resolved, with the patient eventually being sent to the ICU [intensive care unit]. Used a manual tuohy. The defective product identification: ref: 1003331; lot: 60585371; expiration: 07-31-2026. Brand name: copilot. Manufacturer: abbott.